Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Therefore, the cause was not determined. A batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) did not disconnect. There were no leaks noted in the supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy succesfully and has not reported any issues. There was no patient injury or medical intervention associated with this event.